Event description:
Customer alleged chair would speed up and slow down on its own. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsp, (B)(4) is approximately 5 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the tdxsp power chair would speed up then slow down on its own. The dealer replaced the joystick on warranty order (B)(4) and the power chair is operating correctly now. No injury. The original joystick is being returned to invacare for an inspection and evaluation.